Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 475 mg/dl which was treated with bolus and injection. Customer feels okay to troubleshoot for high blood glucose. Based on customer report customer alleged that insulin pump was under delivering because after removal of reservoir from the insulin pump insulin came out. Customer declined to perform displacement test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.